Event description:
A healthcare facility reported to our distributor that the cushion of the rt040m full face mask 'continuously falls apart'. This complaint applied to a quantity of 15 marks. No pt consequence was reported.

Manufacturer narrative:
The customer did not save the devices. The investigation was conducted based on the event description and previous investigations on similar complaints. No lot info was provided with this complaint. The improper fitting of the mask may have contributed to the silicone seal separating from the base of the mask. The rt040 mask is relatively new to the market and many users have been converting from a previously used competitor's device to the rt040 and as a result may not be proficient with the sizing and fitting of the rt040. Conclusions: fisher & paykel healthcare has implemented an in-service education program to further ensure that healthcare practitioners fully understand the proper fitting of the rt040 mask. This programme has been and continues to be rolled out to customers in the united states. In addition, we have introduced an additional silicone adhesive step (to apply adhesive between the silicone facial seal and the plastic mask base) in our manufacturing process which is aimed at reducing the potential for separation to occur. We have received similar complaints and are currently trending this at an occurrence rate of approximately 0.12% worldwide for the past year.